Event description:
It was reporred that the surgeon attempted to insert an aq2010v silicone three piece lens and the lens tore. There was no patient contact.

Manufacturer narrative:
H6: results: visual inspection of the returned product found the lens optic torn and one haptic bent. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause fo the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.